Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/12/2014-device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2014 with the following results:a review of the pump¿s history showed multiple replace battery alarms. No battery cap was returned with the pump; a test cap was able to fully tighten on to the pump with no power loss. The pump was exercised for 24 hours with no power issues or alarms. Multiple load step sequences were performed with no errors. The pump cover was opened and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.